Event description:
Damage to the charging port was reported, causing the pump to not charge correctly. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.